Event description:
It was reported that a malfunction alarm occurred with a code of malf 12. There was no adverse impact to the customer's blood glucose level. The customer was assisted by technical support in resetting the pump and was informed to contact support again if the malfunction code recurred. The customer acknowledged and understood the instructions, and no further issues were reported after the reset.